Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited magnet rate fluctuations. Reportedly on (B)(6) 2018 was 90 bpm and on (B)(6) 2018 it was 100ppm. On the gauge was at beginning of life (bol) at 100% but remaining longevity was less than 0.5 years. Boston scientific technical services (ts) provided explanation and suggested device data analysis to verify. Sales representative wanted to know when to see patient again. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the device was confirmed. The battery charge time tests while in atrial tachy response (atr) mode switch may cause invalid charge times.

Event description:
This supplemental report is being filed due to device evaluation. Additional information was received indicating that the device was explanted due to normal battery depletion (nbd).